Event description:
Patient from costa rica sent email 02/06/2008 to report the following information: "yesterday my right eye suffered a laceration due to the use of the acuvue 2 contact lenses. I used the lenses for 3 hours (they were new) and I woke up at 2:00 am with a severe pain in my right eye. I went to the hospital and my eye care professional confirmed me that I suffered a laceration due to the acuvue 2 contact lenses. I have been using this product since 3 years ago without issues." Multiple attempts have been made to obtain additional information and the product in question for evaluation. A lot history review has been requested but not completed at this time. No additional information is available at this time. Since a "laceration" may or may not be a serious injury, this injury is being reported as a worst case. Will report any additional information received within 30 days upon receipt. All MDR's are reviewed at quarterly management review meetings.

Manufacturer narrative:
No conclusion can be drawn.